Event description:
On 2/21/96 an ipp device was implanted. On 10/18/96 the cylinders and pump were revised. On 11/22/96 the reservoir was removed from the pt and replaced due to fluid-loss pinhole leak.